Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. The explant reason was normal battery depletion, and no allegations have been received regarding the performance of the device. This event was created based on laboratory analysis.